Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. Evaluation summary: the device was returned for analysis. The reported stretched coils was able to be confirmed. Additionally, the shaping ribbon was separated, 1.9 cm distal to the center solder. The core was not separated. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy resulted in the reported stretched coils. Based on follow-up with the account, the noted shaping ribbon separation likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified right circumflex artery. Although there was no resistance when advancing an unspecified balance middle weight (bmw) guide wire, the distal end of the tip became stretched. Another unspecified bmw was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the shaping ribbon was separated.